Event description:
Related manufacturer reference number: 2017865-2022-11134. It was reported that the patient presented in clinic for follow up. Device interrogation revealed post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.